Manufacturer narrative:
E1 - address 1:(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the laparoscope, gynecologic exhibited color distortion during reprocessing. There were no reports of patient involvement.

Event description:
No additional information received from customer

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: g3, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: flickering and purple image on screen a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: universal cord malfunction causes flickering and purple image on screen. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.